Event description:
It was reported that dissection occurred, requiring additional device. On (B)(6) 2023, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion #001 was in the right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 200 mm lesion length with 100 % stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to the treatment of target lesion with study device, pre-dilation was performed using 6 mm x 200 mm mustang pta balloon and 6 mm x 150 mm ranger balloon. Treatment of target lesion was performed by dilation using study device, 3 mm x 80 mm and 6 mm x 80 mm ranger drug coated balloon, study devices. Following which 6 mm x 30 mm pulsar-18 bare metal stent was placed. Post procedure, the final residual stenosis was noted to be 0 %. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion #001, dissection of grade d was noted in the target lesion 001 due to 6 mm x 150 mm ranger balloon. In response to the complication, 6 mm x 30 mm pulsar-18 bare metal stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was considered to be resolved. On (B)(6) 2023 the subject was discharged from hospital.

Manufacturer narrative:
A2 - age at time of event: the subject was 73 years old at the time of study enrollment. Detailed product information was not provided to bsc. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.